Event description:
Revision surgery - the patient dislocated their shoulder due to a fall . Only the reverse shoulder prosthesis insert was showing to be damaged from the dislocation and it was replaced.

Manufacturer narrative:
The reason for this revision surgery was to remedy a damaged reverse shoulder prosthesis insert,; the insert was showing to be damaged from the dislocation. The implants were in the patient for 3 months, 20 days prior to revision. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. (B)(4). The root cause of the dislocation was reported as a fall, traumas. The root cause for the damaged insert was reported as the dislocation. There are no indications of a product or process issue affecting implant safety or effectiveness.